Event description:
It was reported that customer received a button error alarm. Customer attempted to clear alarm by pressing esc and act, but buttons were unresponsice. Customer was not pressing buttons for 3 minutes or longer. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)